Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked from the expiratory tube of an rt235 infant bias flow dual heated evaqua breathing circuit after one day of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt235 infant breathing circuit was pressure tested for leaks and visually inspected for damage. Results: the pressure test result was outside the specification. Further inspection revealed a hole in the evaqua tube of the returned breathing circuit. Conclusion: based on the evaluation of returned device, the breathing circuit was punctured by a blunt object, creating a hole and resulting in the observed damage. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the complaint breathing circuit was punctured post production. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The rt235 user instructions include the following statements: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory tube." "Set appropriate ventilator alarm." (B)(4).